Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 9fr introducer sheath and the dilator were received for product evaluation. The sample was subjected to visual analysis and the crosscut valve was missing from the sheath hub. The valve was not sent with the dilator and sheath thus no analysis could be performed on the crosscut valve. The dilator did not have any damage, gross anomalies, or occlusions. Per the product IFU: "insert the dilator into the valve center of the sheath. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the dilator was inserted off-center into the valve, dislodging the valve from its intended orientation. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the b5 section, to provide the device return date in the d10 section and to update the h3 section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received 13auguts2019: the procedure performed was a cardiac procedure.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device used on the patient; see MDR 1118880-2019-00222 is for the second device reported on the same patient.

Event description:
The user facility reported that when the ik device sheath was being assembled outside the body, the dilator was being placed inside the sheath; the valve membranes were torn by the dilator and came off. The patient was in stable condition. The procedure was successful.